Manufacturer narrative:
The following devices were also listed in this report: triathlon asymmetric x3 patella; 5551-g-401-e ; jvx1; triathlon cr fem comp #6 l-cem; 5510f601 ; cbh7d; triathlon prim cem fxd bplt #7; 5520b700; h4n2h. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate 24 devices were manufactured and accepted into final stock on 27-sep-2016 with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
As reported: "pt. Presented today with an acute-infection of the left knee, requiring a thorough I&d and insert swap."